Event description:
The trigger of the broach handle is sticking during used, and in one instance became completely stuck, rendering the broach inoperable. This malfunction made it difficult to engage with the broach/trial and caused unnecessary delays during surgery blocage de la gachette du manche porte-râpe arrow, lors de l'intervention, rendant le manche inutilisable, entrainant un allongement du temps opératoire.